Manufacturer narrative:
The processed package was removed from the sterilizer by an employee equipped with proper ppe. The package remained wrapped on a transfer cart and was transported to a neighboring laboratory. The employee subject of the reported event was not equipped with proper ppe and while removing the sterilized pack from the transfer cart sustained the reported burn. A steris field service technician arrived onsite, inspected the unit, and confirmed it to be operating according to specification. The sterilizer did not exhibit any issues and did not malfunction. It is most likely that the employee sustained a burn due to improper wrapping or drying techniques. If items are improperly wrapped or instruments are improperly dried, water/moisture may remain on the wrapped surfaces. Section 1 of the operator manual for the v-pro max sterilizer states, "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." Section 6 of the operator manual states, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The technician reviewed proper use and operation of the unit with the user facility staff; specifically proper packaging orientation and wet pack prevention to prevent a recurrence of the reported event. No additional issues have been reported.

Event description:
The user facility reported that an employee sustained a burn after handling a package that was processed in their v-pro max sterilizer. The employee did not seek medical treatment for the reported injury. The employee resumed full/normal work duties.